Manufacturer narrative:
The product in complaint was not returned to the manufacturer and could not be analyzed. The lot number in complaint was not reported and we could not review the manufacturing and quality control records. Hypotension is listed in IFU as the event to monitor during the treatment. This ae might occurred in part or in total related to the patient's physiology. Plasmaflo op is used as plasma separator and immusorba ph is used for immunoadsorption column for separated plasma. This incident occurred in (B)(6) and is reported to FDA according to the requirement.

Event description:
The female patient experienced the following adverse event in (B)(6). (B)(6) 2016 10:20 the patient was started the treatment of the immunoadsorption plasmapheresis (iapp) with the plasma separator (plasmaflo op). After 15 minutes the treatment started, her blood pressure decreased from 123 mmhg to 60 mmhg. The treatment of iapp was stopped, and she was given the treatment with the normal saline solution 150ml intravenously. She was treated with the solu-cortef injection (1 ampule), then her blood pressure recovered to 130mmhg. After 15 minutes from the discontinuation of the treatment, the treatment of iapp was restarted again, then her blood pressure decreased from 130mmhg to 60mmhg. The treatment of iapp was stopped, and then the patient restarted the treatment of iapp along with an ampule (20ml) of nor-adrenalin injection at a dose of 2 ml/hr. Her blood pressure became stable. The plasma flow rate was changed from 20 ml/min to 15ml/min. Afterward her blood pressure remained around 90 mmhg during the treatment, up to the 2000 ml of plasma was treated. 13:10 her treatment was finished, her blood returned, and she left the treatment room.